Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her back under the therapy electrodes. The area was described as red and itchy. The patient reported that she has sensitive skin. The patient's doctor recommended using cortisone cream to treat the irritation. During a follow-up, the patient indicated that the irritation had improved since using the cream.